Event description:
It was reported that during a procedure, the fiber was connected and the console had to be set to the highest power setting, but there was no noticeable effect. Also, while inserting the fiber, there was a crackling noise coming from the laser port. The debris shield and fiber were changed but the problem persisted. The procedure was completed but prolong the procedure time. There were no patient complications.